Event description:
Manufacturer reference number: 1627487-2024-07183. It was reported that the patient was experiencing ineffective therapy after picking up toddler. Troubleshooting (multiple programming) was unable to resolve the issue. X-ray imaging revealed that the leads have migrated to c3 and c4. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's leads were repositioned to address the issue. Effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.